Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used partial sensor was inspected and sensor cannula was bent, unable to confirm if customer received the sensor in said condition. Senor-serter complaint was not confirmed due to customer did not return sensor needle.

Event description:
Customer reported that when they placed the serter on the sensor the needle retracted. Customer believes the issue was with the sensor. Customer also stated that they inserted another sensor and alarmed meter blood glucose readings now. Customer's blood glucose reading at the time of the call was 450 mg/dl and has treated. No further information reported.